Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. However the reported clinical condition cannot be confirmed due to lack of evidence. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2025), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement procedure, the insertion site of port was tender, breaking open, and discharging pus. It was further reported that there was inflammation and redness noted several hours after the chemotherapy infusion. Patient had fever, red streaks, extreme tenderness and redness, and head to toe pain. High-powered broad-spectrum antibiotic was given to treat infection. Patient undergone emergency hospitalization surgical procedure for port removal. The patient alleged issues related to the infection from the port are ongoing and still managing wound healing.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 02/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement procedure, the insertion site of port was tender, breaking open, and discharging pus. It was further reported that there was inflammation and redness noted several hours after the chemotherapy infusion. Patient had fever, red streaks, extreme tenderness and redness, and head to toe pain. Reportedly, high powered broad spectrum antibiotic was given to treat infection. Patient undergone emergency hospitalization surgical procedure for port removal. The current status of the patient is unknown.